Event description:
It was reported that during the implant procedure, the lead's helix would not extend after about twenty-five rotations; the helix was stuck inside the housing. It was noted that an additional ten turns were tried on the table after removal of the lead. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).